Event description:
Additional information was received indicating that the patient has still not been seen for further attempts to interrogate the vns generator. A manufacturer representative verified that the physician's handheld computer functioning with issue. A copy of the programming history present on the physician's handheld computer was obtained and sent to the manufacturer for review. A review of the received programming history found that the patient's generator had been interrogated on (B)(6) 2012. Since it was able to be interrogated after the date of the reported issue and no issue is present with the physician's programming system, it is likely that electromagnetic interference or another factor resulted in the interrogation difficulty and no device failure is present.

Event description:
It was reported that the pt's vns generator could not be interrogated. The physician stated that he believed this was due to generator end of service however the model 103 generator is designed to disable stimulation in order to preserve battery life and retain the ability to be interrogated. The physician is able to interrogate other pt's vns generators w/o issue. It is unk what troubleshooting was performed and the pt has not been seen for further f/u. Attempts for add'l info have been unsuccessful to date. No adverse events have been reported.

Manufacturer narrative:
Analysis of programming history.